Event description:
Internet article reports that a patient underwent gall bladder surgery and developed an unspecified leak into the stomach. The patient subsequently developed an infection. The patient was prescribed antibiotics and returned to surgery for suture excision. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.